Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal circumflex artery. During preparation of a 3.5 x 12 mm nc trek balloon catheter, when removing the protective sheath, the sheath could not be removed. The catheter was not used. During preparation of another 3.5 x 12 mm nc trek, the protective sheath was difficult to remove; however, it was removed and the catheter was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: .014 asahi soft; guide cath: 6f jl-4 medtronic. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc trek referenced is being filed under a separate manufacturing report number.